Event description:
It was reported that the tubing separated at the safety clamp while chemotherapy pemetrexed was infusing. The event caused disruption of patient care due to spillage that required additional clean-up measures. The event occurred in the oncology unit. It was further confirmed during follow up, that patient care was not delayed and this event did not contribute to, or result in a serious adverse impact to patient.

Manufacturer narrative:
The customer¿s report that the tubing separated at the safety clamp and spilled (leaked) was confirmed as received. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the silicone segment was completely separated from the lower fitment at the pump segment. The ring retainer was not received with the set and a ring retainer indentation was not observed around the end of the silicone pump tubing where the separation occurs. Closer inspection under a lab microscope observed no indication of damage or tool marks on the pump segment. No evidence of damages were observed on the upper or lower fitment and no other anomalies were observed. Functional testing could not be performed due to the separation and obvious leaking that would occur. The root cause of the silicone segment separation was identified as a manufacturing issue for the set¿s ring retainer not assembled onto the set during the assembly process due to equipment and/or operator error.

Event description:
It was reported that the tubing separated at the safety clamp while chemotherapy pemetrexed was infusing. The event caused disruption of patient care due to spillage that required additional clean-up measures. The event occurred in the oncology unit. It was further confirmed during follow up, that patient care was not delayed and this event did not contribute to, or result in a serious adverse impact to patient.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Per customer, patient information was not provided in accordance with their hospital policies.

Event description:
It was reported that the tubing separated at the safety clamp while chemotherapy pemetrexed was infusing. The event caused disruption of patient care due to spillage that required additional clean-up measures. The event occurred in oncology unit. There was no patient injury.